Event description:
Customer stated that "we had a pt receiving a chemotherapy with primary tubing. The lot # for that tubing is 14055647. Another rn and I were waiting for the alarm to sound so we could start her next drug. I noticed the tubing had air in it below the pump. I stopped the pump and removed the tubing to find the entire line of tubing had air. With the past occurrences their was air then drug... As if the sensor was unable to sense the small amount of air. There was not any drug remaining in the tubing this time. The air had actually passed the y-site closest to the pt."

Manufacturer narrative:
The exact device was evaluated at zyno medical. The air-in-line sensor and alarm functioned as expected. The reported issue cannot be duplicated. Device performance meets factory specification.